Event description:
The customer observed falsely elevated architect hbsag results for one sample. The following data was provided (interpretation of results: >/= 0.05 miu/ml are reactive): initial result = 0.10 miu/ml, repeat = 0.11 miu/ml, neutralizing confirmatory testing (completed at another laboratory) = 90% (positive). Dna and anti-hbc results are negative. The patient was previously hbsag and confirmatory positive in july and was negative previously. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive architect hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 48523fn00. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 48523fn00 and the complaint issue. The overall performance of the architect hbsag assay was reviewed using field data from customers worldwide. The median population result for lot 48523fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. The hbsag assay is a screening parameter where it is known that initial reactives occur. This is a highly sensitive assay which might be susceptible to interfering substances that might trigger positive assay readings. Based on our investigation, no systemic issue or deficiency with the architect hbsag reagent for lot 48523fn00 was identified.